Manufacturer narrative:
Additional code for h6 added under conclusion. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
The following sections were updated in follow-up 1. B4, d4, d9, g3, g6, h2, h3, h6, h10. One 12f adelante sigma introducer sheath and dilator were returned from the customer. There were no other accessories. Traces of blood were found on the sheath and dilator. The hub cap was detached and the hemostatic valve was torn. According to the event description summary, the hemostatic valve became detached from the sheath hub. The hub cap was detached and the hemostatic valve was torn upon receipt of the product. Traces of glue were found on the hub and around the hub cap. Since the hemostatic valve was torn and there were traces of glue present on the hub and cap it is possible that the device introduced into the sheath during the procedure may have been incompatible i.e., too large in diameter and when removed from the sheath, pulled the cap and valve off the sheath's hub. The tip of the sheath looked normal and the tip of the dilator exhibited slight damages. Retruned device analysis revealed the sheath was within manufacuring specifications. Since the hemostatic valve was torn and there were traces of glue residue present on the hub and cap, it is possible that the handling of the device used in conjunction with the sheath may have caused the hub cap and valve to separate. According ot the DHR, the sheath passed all in-porcess and final inspection steps including visual, mechanical, dimensional and leak testing. No manufacturing defects were found. The issue is probably related to off-center puncture in the valve by the user. Per manufacturing procedure for non-peelable sheath final assembly 100 percent inspection of the hemostatic valves (seals) are visually inspected prior to assembly to ensure the helical cuts are present and properly cut. The hemostatic valve is carefully placed into the cap to ensure it is fully seated. A ring of glue is dispensed below the seal around the outer rim of the sheath hub. The bonded hub caps are visually inspected to ensure they are properly seated onto the hub. Per qa procedure for adelante sigma sheath in-process and final inspection the bonding of the hub to the sheath is checked following the method described in procedure for introducer bond strength test; sampling plan ansi z1.4, special inspection level s-4, reduced aql 0.40. Per qa procedure for leak test - introducer/destinao with seal - electroinic tester the sheaths are leak tested by qa on 100 percent of the product. Product is sold in 'bulk non-sterile for futher processing' and therefore does not contain an IFU. No further follow-up is required. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. Oscor inc. Is the supplier of this bulk non sterile device sold to the manufacturer. A follow-up report will be submitted as soon as the investigation is complete.

Event description:
It was reported that on (B)(6) 2021 during a cardiac ablation procedure at hospital (B)(6), the hemostatic valve detached itself from the sheath, making it impossible to complete the procedure. The sheath was used in the procedure, as there are traces of blood in the sheath and dilator. When observing the defect, the doctor replaced with a new material, same model. There was no patient harm reported. No additional information is available.